Manufacturer narrative:
Additional information was received that it was physicians preference to replace the ipg. No device malfunction was suspected.

Event description:
A report was received that the patients scs was non-functional. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient had lost coverage. The patient underwent a lead and ipg replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients scs was non-functional. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patients scs was non-functional. The patient will undergo a revision procedure.